Event description:
It was reported that this patient had initial t-wave oversensing in primary sensing vector and the sensing vector was changed to alternate. The patient then received an inappropriate shock due to the t-wave oversensing. The physician elected to deactivate the system until a revision procedure or a replacement procedure for a transvenous system can be performed. No additional adverse events were reported.

Event description:
It was reported that this patient had initial t-wave oversensing in primary sensing vector and the sensing vector was changed to alternate. The patient then received an inappropriate shock due to the t-wave oversensing. The physician elected to deactivate the system until a revision procedure or a replacement procedure for a transvenous system can be performed. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report was created to provide information that this electrode was explanted and replaced.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual examination determined a fissure that did not break the surface was located approximately 3 mm from the terminal pin, in the area distal to the sensing electrode. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.